Event description:
It was reported while using bd vacutainer® sst¿, white foreign matter was seen inside of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, white foreign matter was seen inside of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received three photos for investigation, which show a white substance at the bottom of the tube containing blood. The white substance is a concentrated additive that has gathered at the bottom of the tube. Additionally, 30 retained samples underwent visual inspection, and all passed the inspection. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release after sorting. This complaint has been confirmed for the indicated failure mode: additive abnormality. Bd was able to trace the defect to a clogged spray nozzle during manufacturing, which caused solution rundown. The nozzle was replaced after detection. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.